Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the bleeding, the cause is most likely use related since on arrival to intensive care unit, the right groin site oozing off. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) pre-percutaneous coronary intervention (pci). A failed attempt to pass the guidewire for pci led to the intervention being aborted with surgery consult. The patient was transferred to the unit on impella mcs. On arrival to the unit, the access site, right groin site, was oozing off and on. The oozing was resolved with manual compression and dressing change with proper angle matching. Partial thromboplastin time was greater than 120. Three days later, after successful revascularization of the left anterior descending artery and circumflex artery, the patient was weaned from all pressor support and impella cp. Heparin was held and activated clotting time in range to explant the impella cp, which was successfully completed with a survived patient outcome. The patient remained stable post explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿